Event description:
Reportedly, customer used a 18g cannula needle to insert the guidewire, did not feel abnormal resistance. After the catheter was inserted, customer found blood in the syringe and tried to remove the guidewire; felt resistance and could not remove it. After the strong resistance, tip coil of the guidewire broke and stayed between internal jugular vein and skin. Observed the coil from the skin, tried to retrieve the coil from the femoral vein w/snare catheter, but failed.

Manufacturer narrative:
Device not returned.